Manufacturer narrative:
This follow-up was created to document the conclusion of the investigation. A titan pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the pump bulb near the adhesive line. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. A separation with abrasion adjacent to it was noted on the inlet tube of the reservoir at the tube/strain relief junction. Testing revealed this to be a site of leakage. Abrasion was noted on the longer exhaust and inlet tubes of the pump. Not all testing could be performed on the pump due to the separation noted. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation in the pump bulb indicates that sufficient stress(s) may have been exerted on the pump to separate the site while in-vivo. In addition, the abrasion mark noted adjacent to the separation on the reservoir inlet tube indicated the inlet tube had kinked onto itself for a period of time. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the reservoir inlet tubing. Separations of these types would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, there was separation noted in the pump bulb. The device was replaced with another inflatable prosthesis.